Event description:
We received a report that an intraocular lens was explanted from the patient ''s right eye eye after the patient had an unexpected post-op suprise. The patient was hyperopic. Another lens was implanted during the same procedure.

Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer has been submitted. Placeholder.